Event description:
Reported via clinical study: it was reported that the patient experienced pericarditis and atelectasis post-procedure. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device and delivery system (wds) was selected to be used. During a concomitant pulse field ablation (pfa) and left atrial appendage closure (laac) procedure a farawave catheter was used. Electrical noise was observed on electrode 3 on spline d. The catheter connection cable was replaced, but this did not resolve the issue. The catheter was replaced and the noise was resolved. The procedure was completed. Post-procedure and prior to patient discharge the patient experienced pericarditis and was hospitalized. The patient was administered levofloxacin hydrate, acetaminophen, l-carbocisteine, and furosemide. Two days after onset of the pericarditis the patient developed atelectasis from being unable to take deep breaths due to the pericarditis. The patient received a computed tomography (CT) scan and an electrogram (ECG) for diagnostics related to the pericarditis along with an x-ray for the atelectasis. The patient received oxygen therapy to treat the atelectasis. The patient was administered potassium canrenoate on the same day, and then was administered colchicine the day after, as additional medication to treat the pericarditis. The atelectasis resolved two days after onset, the patient was discharged from the hospital eight days after the procedure, and the pericarditis fully resolved five days after the patient was discharged.

Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown good faith efforts to obtain the information are in progress. D4: detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.